Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the issue occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had ¿fluid¿ in the patient line. It was further described as "the cassette had a fluid before they hooked up to the bag, patient line had air bubbles". This was observed before use of the device for peritoneal dialysis therapy; observed prior to priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.